Event description:
Patient 2 of 3: it was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 1 device had insufficient blood flow and when the nurse tapped the tube on the device; blood flowed back to the patient. The patient was redrawn with a new device. There was no other health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes, h.3 device eval by manufacturer? Yes, d9: returned to manufacturer on: 03-dec-2025. Investigation summary: bd received 30 samples for investigation. Ten returned samples along with 10 retained samples were used for functional testing. All samples passed testing with no evidence of insufficient flow. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: insufficient blood flow. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. E1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Patient 2 of 3: it was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 1 device had insufficient blood flow and when the nurse tapped the tube on the device; blood flowed back to the patient. The patient was redrawn with a new device. There was no other health impact or consequences reported.